Manufacturer narrative:
(B)(4) (revision surgery). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review- post-op film for l4-5 discectomy and placement of interbody graft with fixation using an intra-spinous process device. Unclear which device was used, but generally spinal fixation is accomplished with pedicle or cortical screws. The spinous process device should not be used as a standalone and displacement of the interbody graft is an expected result. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: "broken rods need to be revised" levels operated: l3-pelvis it was reported that during a revision surgery, it was observed that the rod which was implanted in previous surgery was broken. Implant was removed. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.